Event description:
Rep reported that patient had the icp implanted and everything appeared to be ok. Icp rose to 23-27 and was being given medications to treat high icp. Since the clinical sypmtoms of patient was not consistent with the reading the surgeon did not trust the reading. Device was removed. When removed after a few seconds with went back down to zero. A few seconds later it went to -3. After a minute or so the reading went to 20 and stayed there. When the device was removed, monitoring was discontinued.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations were noted: sealant lifting at sensor. Catheter received with suture attached. Multiple kinks and bends along catheter body. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 6/3/2011. Based on the evaluation, the supplier was unable to confirm the complaint. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.